Manufacturer narrative:
Device history record was reviewed. No anomaly was noted. All manufacturing operations have been completed and signed off. The complaint of connection problem was not confirmed. Visual inspection was performed, and the outer helix length was withing specification and no anomalies were noted. The inner diameter of the button where the bullets on the tether interact was measured and found to be within specification. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported during initial implant procedure the leadless pacemaker failed to connect to the delivery catheter. Both products were exchanged, and the procedure concluded without further issue. There were no patient consequences.